Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, an 87-year-old man underwent placement of an impella cp device in preparation for ventricular tachycardia ablation. The ventricular tachycardia ablation procedure was cancelled on (B)(6) 2025, due to the presence of fever. During clinical evaluation, the patient was noted to have an elevated plasma free hemoglobin level greater than one hundred forty milligrams per deciliter, along with pink-tinged urine. The device position was adjusted by the intensivist, and the device support level was reduced to performance level five, which is within the recommended scope for device troubleshooting. The ablation took place on (B)(6). The impella device was subsequently removed on (B)(6) 2025. No additional patient injury or adverse clinical effects were reported.

Manufacturer narrative:
Section d catalog number was corrected.

Manufacturer narrative:
Corrected d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the miwb was most likely use issue related since hemolysis improved with repositioning of the pump.